Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 487 mg/dl. The customer stated that she changed the infusion set 8-10 times on the day of the event. The customer also stated that manual injections using the same insulin she was using in the insulin pump brought her blood glucose levels down. Troubleshooting was performed, and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that she has an appointment with her doctor and insulin pump trainer, and she will discuss possible infusion set and site problems with them. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.